Event description:
A technician reported secondary energy too high during femtosecond laser procedure. The technician indicated the procedure was completed as intended with no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).